Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device would not power up. The main printed circuit board was found out of specification. A diode was broken off from the heart lead flex and the battery flex was found crimped. The battery contacts and heart wire contacts are patinaed (discoloration that can not be cleaned off). The ring cover is broken. The bail covers and battery latch o-ring are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device would not power up. The main printed circuit board was found out of specification. A diode was broken off from the heart lead flex and the battery flex was found crimped. The battery contacts and heart wire contacts are painted (discoloration that can not be cleaned off). The ring cover is broken. The bail covers and battery latch o-ring are contaminated. A detailed analysis of the main printed circuit board was performed. This analysis found that a hybrid chip component was not operating correctly. Upon depression of the on button, system power was properly supplied but the component would not properly drive the appropriate signals required by the microcontroller to properly power up.

Event description:
It was reported the device will not stay on. No patient involvement or complications were reported as a result of this event.